Manufacturer narrative:
There is two 510(k) numbers for this device as it is manufactured as; k945952, and k901449. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate (fx) blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir 44021104). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.

Manufacturer narrative:
H6: investigation summary bd received 1 photo from the customer in support of this complaint. The photo was was evaluated and shows a shelf pack of tubes however, the lot number does not correspond with the reported lot number of this complaint and the results have been captured under a separate bd complaint ((B)(4) ) . Additionally, 100 retentions were visually inspected with no issues being identified. This type of powder can exhibit some "clinging" properties that results in a clump being formed, this is not an unusual appearance. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate (fx) blood collection tubes, the device experienced discolored / abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: from the complain of tam anh customer about glucose tubes (raised pir 44021104). We checked the products in warehouse and found that same as tam anh case, the additives of glucose tubes in warehouse also got clumped . The clumping additives looked like marbles and they would roll when we move the tube up and down. 03 boxes got affected.